Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently tapped the change cartridge feature when attempting to initiate the fill tubing feature. The customer resumed insulin delivery successfully. The customer's blood glucose (bg) level was elevated with moderate ketones; however, the exact bg level was not provided. The customer administered a manual injection.